Event description:
It was reported that patient underwent an endoscopic procedure approximately eleven(11) years post implantation to remove scar tissue, release right hip flexor tendon & remove bursa. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 0100102219 item name wagner sl revision stem19/225 lot # 2947807. Item number 00801802801 item name femoral head sterileproduct do not resterilize 12/14 taper lot # 62523867. Item number 00625006520 item name bone scr 6.5x20 self-tap lot # 64106455. Item number 00625006530 item name bone scr 6.5x30 self-tap lot # 63948639. Item number 00625006535 item name bone scr 6.5x35 self-tap lot # 63897395. Item number 00625006540 item name bone scr 6.5x40 self-tap lot # 64172354. Review of the device history records identified no deviations or anomalies during manufacturing. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent an endoscopic procedure to remove scar tissue and release right hip flexor tendon & remove bursa. Recurrent flexor tendonitis, iliopsoas bursitis, endoscopic hip flexor tendon release, right bursectomy. Pain, received 3 injections prior to procedure with only temporary relief. Right hip endoscopic procedure to release hip flexor tendon and remove bursa. Scar tissue debrided a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021-02261, 0001825034 -2021 -03112.